Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the

Event description:
Customer reported the insulin pump was broken. Customer states the battery cap broke and used a new cap and the device sill alarms. Customer hasn't taken her blood glucose level. Customer stated the damage occurred through regular wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms noted. Insulin pump had cracked belt clip slot at battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.